Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV, leaking implant.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV¿, "leaking implant" and "pain". Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Rupture: no observed. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade IV¿. "Leaking implant" and "pain". Device has been explanted and replaced.